Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After the PICC line has been in place for less than three weeks, leaking during infusion revealed a fracture distal to the suture wing. The PICC line was replaced.